Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were retaining big time. Patient said they were still getting utis and were on an antibiotic for it. Patient mentioned they went 3 months without a catheter because it was working and it wasn't working. Caller stated that the ins stopped working over the summer. Caller went on to say that they were sometimes still retaining urine which is causing utis. Caller stated that last week they were taken to the hospital and had another uti. Caller stated that they took an ultrasound of the patients bladder and it was empty , a few hours later they took another ultrasound and could see that the patient was retaining urine. Caller stated that the therapy was working intermittently. Agent asked if patient has had any falls or trauma to the area and patient said no. Patient stated they have made adjustments to the stimulation about 5-6 times , even sometimes with the help of th eir urologist. Patient confirmed they were feeling stimulation when they adjust it. Agent reviewed therapy information and general programming guidance with the patient. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they are seeing their primary care hcp on friday to see if they can have their catheter removed.